Event description:
The pt reported that the pump is not responding to keypad button presses. She says the pump will sometimes respond after several presses. The pt first notice the issue 3-4 weeks prior to contacting animas and says the issue got progressively worse. She denies exposing the pump to water or cleaning products.

Manufacturer narrative:
The pump was returned to animas. Evaluation revealed that there was contamination under the keypad button contacts. The pump was intermittently responsive to keypad button presses during evaluation. There were no visible keypad tears or peeling.